Event description:
Reporter indicated that her vns therapy programming wand was not properly interrogating patients' pulse generators. Good faith attempts for further information are currently being made.